Manufacturer narrative:
Section b5: correction on awareness dare. Awareness date should have been (B)(6) 2023, instead of (B)(6) 2023, based on implant registration form received.

Event description:
It was reported, that the defibrillatory impedance was higher than the normal range on the right ventricular (rv) lead. Several measurements had been taken in the past with the same result. The rv lead was capped (B)(6) 2023 and replaced. The stable.